Event description:
The customer reported obtaining erroneously elevated creatine kinase-mb (ckmb) results above the normal range of the assay for one (1) patient. The result was generated on an access 2 immunoassay analyzer, used in conjunction with access ck-mb reagent (lot number was not provided by the customer). The customer sent the sample for troponin I (accutni) at an alternate lab; result was within the normal reference range. The patient's accutni result obtained on the prior day was also within the normal range. Thus, the customer concluded that the elevated ckmb result did not fit the clinical picture of the patient. The customer indicated that the inpatient was seen for an orthopedic problem and treatment was delayed when the laboratory did not report out the erroneous patient results. There was no report of injury to the patient. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
Per the fse, the kinked wash buffer tubing restricted wash buffer flow into the wash carousel dispense probes. This restriction impacted the processing of patient samples on board the instrument at the time of the event. Quality control (qc) was within the customer's established limits prior to the event but outside of ranges after the event. Per the customer supplied documentation, a system check performed on (B)(6) 2012 passed within instrument specifications. System check performed on (B)(6) 2012 after the event failed. Related MDR: 2122870-2012-01064.